Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tear in the line of a homechoice cassette which caused a leak; further described as ¿a tear in the patient line tubing about a halfway down the tube¿. This was identified during prime and resulted in fluid leaking onto the floor. The patient was not connected at the time of the event. The caregiver (cg) stated there were no pets around any of the supplies and no sharp devices were used to open the outer pouches. Renal therapy services (rts) assisted the cg to cycle the power and to remove the cassette. The cg would start over with all new supplies. Rts reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.